Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
Initially, it was reported that the patient did not feel stimulation as much as before. It was also reported that the patient experiences burning at the generator site with magnet stimulation. It was reported that the patient only felt stimulation a few times a day and that at times had sharp pain in the neck area with stimulation. It was reported that the patient's device was programmed off on (B)(6) 2013 due to the shocking sensation feeling after reducing the settings did not alleviate the pain. It was reported that the patient has not reported any further problems since programming the device off. It was reported that the physician was curious if there was something wrong with the device despite diagnostics being within normal limits. It was reported that chest and neck x-rays reviewed by the physician appeared that the lead was intact, but that they don't always show "something is going on". It was reported that the plan is to keep the patient's generator off unless the patient calls back.

Event description:
On (B)(6) 2014, it was reported that the patient was pursuing explant surgery. No explicit reason was provided; however, the patient was previously experiencing adverse events related to stimulation and the presence of the device. The device had been disabled; therefore, the explant is likely related to these adverse events. Explant surgery is likely but has not taken place.